Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") and pregnancy with contraceptive device ("pregnant with essure") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On (B)(6) 2012, the patient started essure at an unspecified dose and frequency. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first, second and third trimesters of pregnancy. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (serious criterion medically significant). In 2016, the patient experienced procedural pain ("she suffered a long and painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("cramping / severe abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy and surgery to remove device on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, pregnancy with contraceptive device, menorrhagia, abdominal pain, dyspareunia and procedural pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pregnancy with contraceptive device, menorrhagia, abdominal pain, dyspareunia and procedural pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and got pregnant and device had migrated. She gave birth to a baby. A hysterectomy was performed and essure was removed. The events are anticipated according to the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In addition, there is a risk that the device could move out of fallopian tubes. In this case, she got pregnant about two years after essure insertion. The exact date and mechanism of device migration were not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and got pregnant and device had migrated. She gave birth to a baby. A hysterectomy was performed and essure was removed. The events are anticipated according to the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In addition, there is a risk that the device could move out of fallopian tubes. In this case, she got pregnant about two years after essure insertion. The exact date and mechanism of device migration were not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") and pregnancy with contraceptive device ("pregnant with essure") in a 30-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 4 (((B)(6) 2000, (B)(6) 2002, (B)(6) 2011. (B)(6) 2014,)). Concurrent conditions included body mass index normal. Concomitant products included intrauterine contraceptive device (copper iud) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 7 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), mood altered ("moodiness"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping pain from menstrual cycle"), pelvic pain ("pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain. On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced procedural pain ("she suffered a long and painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy and surgery to remove device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, menorrhagia, dyspareunia, procedural pain, vaginal haemorrhage, anxiety, mood altered, dysmenorrhoea, pelvic pain, fatigue, weight increased and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood altered, pelvic pain, pregnancy with contraceptive device, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, tubal ligation was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Current weight 160.00 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), anxiety, moodiness, dysmenorrhea (cramping), pain, fatigue, weight gain, hair loss, patient didn¿t undergo essure confirmation test" were added. Lot number was added. Product implant and explant date was added. New reporter was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") and pregnancy with contraceptive device ("pregnant with essure") in a 30-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (((B)(6) 2000, (B)(6) 2002, (B)(6) 2011. (B)(6) 2014,)). Concurrent conditions included body mass index normal and dysmenorrhea. Concomitant products included intrauterine contraceptive device (copper iud) from 1-feb-2014 to 3-sep-2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 7 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), mood altered ("moodiness"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping pain from menstrual cycle"), pelvic pain ("pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain. On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced procedural pain ("she suffered a long and painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy and surgery to remove device). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, procedural pain, anxiety, mood altered and weight increased outcome was unknown, the dysmenorrhoea, fatigue and alopecia was resolving and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood altered, pelvic pain, pregnancy with contraceptive device, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, tubal ligation was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Current weight 160.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") and pregnancy with contraceptive device ("pregnant with essure") in a 30-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6)2000, (B)(6)2002, (B)(6)2011. (B)(6)2014,)). Concurrent conditions included body mass index normal and dysmenorrhea. Concomitant products included intrauterine contraceptive device (copper iud) from (B)(6)2014 to (B)(6)2015. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 7 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), mood altered ("moodiness"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping pain from menstrual cycle"), pelvic pain ("pain"), fatigue ("fatigue") and alopecia ("hair loss"). In february 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain. On (B)(6)2015, the patient experienced weight increased ("weight gain"). On (B)(6)2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced procedural pain ("she suffered a long and painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy and surgery to remove device). Essure was removed on (B)(6)2016. In (B)(6)2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, procedural pain, anxiety, mood altered and weight increased outcome was unknown, the dysmenorrhoea, fatigue and alopecia was resolving and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood altered, pelvic pain, pregnancy with contraceptive device, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6)2012, tubal ligation was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Current weight 160.00 lbs. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter information, patient¿s relevant history updated. Outcome of events menorrhagia, pelvic pain updated to resolved and outcome of events alopecia, dysmenorrhoea, fatigue was updated to resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.